Event description:
False negative result(s). We got a call from a customer that is having an issue with 2 flowflex plus covid 19 and flu a/b antigen test kits. The customer just purchased the 5 pack of test kits, so this is an out of box issue. When the customer performed both tests correctly the customer got 3 negative tests in a row. The customer tested positive for covid 19 at the doctor's office the same day. The customer sent a picture of 2 of the 3 negative test cassettes. I advised the customer that I would forward the information to the complaint team for review. The customer will await an email back from acon labs.

Manufacturer narrative:
Case outcome: batch records for final product manufacture and qc record for cfl4080014 were reviewed and no abnormal issue were found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The test results of retention samples from cfl4080014 met the qc criteria. The complaint issue was not found from the retained cassettes. The complaint is not verified.

Manufacturer narrative:
The current complaint is pending investigation from acon's contract manufacturer. Acon will submit a follow-up MDR upon investigation completion. Any additional information received by acon may be included with a follow-up MDR.

Event description:
False negative result(s). We got a call from a customer that is having an issue with 2 flowflex plus covid 19 and flu a/b antigen test kits. The customer just purchased the 5 pack of test kits, so this is an out of box issue. When the customer performed both tests correctly the customer got 3 negative tests in a row. The customer tested positive for covid 19 at the doctor's office the same day. The customer sent a picture of 2 of the 3 negative test cassettes. I advised the customer that I would forward the information to the complaint team for review. The customer will await an email back from acon labs.